Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No motor error alarm was noted. The insulin pump had a cracked case at a display window corner and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process and battery out limit. The blood glucose reading was 157 mg/dl. The customer stated that the display screen also went blank. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.